Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00-6250-065-30 lot# 62845850 bone screw 6.5x30 self-tap. Cat# 00-7848-022-00 lot# 77003369 kinectiv modular neck b. Cat# 00-7713-007-00 lot# 62914607 m/l taper kinectiv stem size 7.5. Cat# 00-8757-052-01 lot# 62831027 continuum cluster-hole shell, 52 ii. Cat# 00-8851-010-36 lot# 62813489 continuum vivacit-e neutral liner, ii 36 x 52. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00834, 0001822565-2021-00835.

Event description:
It was reported by patients legal counsel that the patient underwent a right hip arthroplasty. Subsequently, the patient underwent a revision procedure approximately 5 years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that the zimmer biomet devices did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that the zimmer biomet devices did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.